Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had issue with blank screen. Insulin pump had error alarm. Customer assisted a self test and the test is passed. Also customer reported that they were able to clear an alarm and able to complete rewind. Contacts on the battery cap and battery compartment was not damaged or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.